Manufacturer narrative:
Product 4298 lead implanted (B)(6) 2018, dtbb1qq crtd implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the right ventricular lead high-voltage coil impedance was greater than 200 ohms. During the lead repositioning, the lead would not afix to tissue after four attempts, so the lead was explanted and replaced. It was also reported that the left ventricular lead pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 16-65 purple stylet in the lead and the helix extended. Accurate measurement of the helix is not possible due the helix being stretched and bent. Helix extension and retraction test could not be performed due to the helix being stretched and bent. If information is provided in the future, a supplemental report will be issued.